Manufacturer narrative:
Patient information is unknown. The 510k: this report is for a guide - unknown lot; unknown part; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part has yet to be received. Product investigation has not been completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill guide and drill bit could not be disassembled. There was no patient consequence. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4). This report is for a drill guide.

Manufacturer narrative:
An investigation was performed for the subject device: our investigation does show, that we did receive a drill bit with a part of an unknown drill guide back. Both parts are connected together with no possibility to disconnect them. The drill bit is slightly bent at the tip and has striations signs on shaft's surface. Furthermore, the unknown part has no particularly damages visible. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. Due to bad condition of returned devices we can assume that excessive force was applied during use, which could have caused deformation and which has finally lead to complained condition of both devices. Because of the damage and the disassemble issue, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Based on the investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.